Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet with teflon inset 23" infusion sets after a supply shortage, with multiple sets not deploying correctly, insulin leakage, and bent cannulas; the user temporarily shut down the ilet and used a rapid-acting insulin pen, then reconnected with agent guidance, and the issue recurred, consistent with an improper or incorrect procedure involving the cannula component. The user experienced a glucose peak of 401mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or lasting impact. User support included communication and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to infusion set deployment and connector attachment, associated with the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.